Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose has been high since his admission to the ER 2 weeks ago. On the morning of (B)(6) 2012, the patient's blood glucose reading was above 600 mg/dl. The patient promptly went on the backup plan and took 8 units of insulin via syringe. His blood glucose subsided to 274 mg/dl at 10 am and eventually to 124 mg/dl at lunchtime. As a result of the incident, the reporter does not have any faith in the subject insulin pump. The reporter declined to troubleshoot the animas pump and disconnected. Several attempts to reach the reporter were made without success. This complaint is being reported because the patient's blood glucose elevated above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. A review of the suspend history indicated that the pump was suspended at 10:44 pm on (B)(6) 2012 and was not resumed until 6:10 am on (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.